Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2015. During the procedure, the device was inserted into the patient. The pressure would not stabilise and after a few attempts the catheter was removed. Upon priming catheter again, a hole in the balloon was noted. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device worked as intended. No pressure was lost on the catheter and the balloon inflated and expanded properly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.